Manufacturer narrative:
Date sent to the FDA: 11/13/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Appropriate term / code not available ((B)(4)) utilized to capture gastrointestinal malfunction. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-06102021-0001055060 submitted for adverse event which occurred on (B)(6) 2012. Mwr-06102021-0001055061 submitted for adverse event which occurred on (B)(6) 2019. Mwr-06102021-0001055062 submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2012, (B)(6) 2019 and 2019. It was reported that the patient experienced chronic pain, inflammation, swelling, bowel obstruction and gastrointestinal malfunction. No additional information was provided.